Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had another out of box error and the programming was gone. The patient denied being near any electromagnetic interference and the impedances were normal. The rep stated they restored the programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was seen and reprogrammed on (B)(6) 2017. The rep stated stimulation has resumed as normal. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. There was a code 574. The rep stated that the patient went through a metal detector at the courthouse on (B)(6). There were no other known factors. The patient is scheduled to be reprogrammed on (B)(6) 2017. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. Additional information was received from the patient on (B)(6) 2017. The patient stated that their stimulator was not working which was clarified that it would not turn on. During the report the recharger showed that it was on but the patient did not feel stimulation. The patient connected with their recharger during the report and was able to start a charge session and it showed that the stimulation was on. The programmer batteries were dead so they replaced them and it powered on. The patient checked the device with their programmer which showed a call hcp-574 error code. It was reviewed with the patient that this code means that no programmed parameters have been detected. The patient noted that their ins had been previously programmed. The patient was redirected to follow up with their healthcare professional (hcp) to have their ins checked. The patient¿s loss of stimulation occurred on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97740, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they were to meet with the patient and wanted to know why the 574-error message occurred. The hcp reported that the patient had been using stimulation until this event. No further complications were reported.